Event description:
It was reported that during an unknown procedure, the feeding mechanism failed to advance the clips. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The clip would not come out of the device, and therefore when the surgeon closed the jaws of the device, the clamped structure got damaged. Then the surgeon tried firing the device out of the patient, and a scissored clip was ejected. The procedure was carried out and finished by making ligatures with sutures. The analysis results found that the was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.